Event description:
A report was received from a user facility in (B)(6) indicating that some particles have been detected in the pt's eye. The doctor believes the particles are metallic coming from the tip of the phaco handpiece. No further info has been received regarding the pt's condition.

Manufacturer narrative:
This report is related to the event reported on MDR 1920664-2014-00206, 00208, 00209, 00210, 00211, 00212 and 00213. Sterilization and lot history records were reviewed and no exceptions were found.